Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The mylar flaps of both flow sensors were stuck to the top of the flow sensor housing. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'check flow sensor'. No patient injury reported.